Event description:
Caller reported a cartridge alarm 30 occurring during the pumping process. The customer's blood glucose level did not exceed 500 mg/dl, indicating it was within a manageable range. To resolve the issue, tandem technical support arranged for a replacement pump with updated software to be sent to the customer, provided instructions for putting the current pump into storage mode, and outlined the steps for returning the faulty pump. The customer agreed to use a manual injection method as a backup for insulin delivery in the meantime and was informed about training resources available on their tandem source account.